Manufacturer narrative:
Preliminary inspection reveals no anomalies. However, by pulling the wire between the index finger and thumb, 5 irregular spots were detected on wire surface at approx 28.5cm, 37cm, 42.5cm, 59.5cm, and 66.5cm fiom the distal end. The spots have irregular shape, and their maximum od measured approx 0.0162", 0.0163", 0.165", 0.158", and 0.0157" respectively. Complaint comfirmed. The device surface is found not smooth to the touch at 5 points along wire's length. The maximum od measured at each point exceeds mfg spec (spec 0.01534" max). This condiiton compromises the device performance in advancing properly into the balloon as is indicated in the event description. This failure mode has low recurrence during mfg processes and it has been associated to the speeed of wire loading into the polytetrafluoroethylene (ptfe) tank and ptfe temp as well. Currently there exists a 100% mfg inspection and a quality inspection to avoid possible mfg defects prior to packaging. The customer's complaint was confirmed. The failure is attributed to the mfg process.

Event description:
Determined to be reportable based on analysis received 5/23/2006. It was reported that during a pci procedure, the physician experienced difficulty advancing the balloon on the choice pt wire. The wire was replaced and the ballon was advanced without incident. No pt injuries or complications were reported. Pt status is lisetd as "good".